Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit in question. The technician troubleshooted the device and found a defective ice level sensor which were replaced. The device was tested to functionality and electrical safety, all tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the ice level sensor of a hcu30 was defective. The incident occurred during start up of the device so there was no patient involved. (B)(4). (B)(6).